Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found, and the pump did not pass the 8lb. Activation test. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Product analysis concluded a pump malfunction as the most probable cause of the event, as issues activating the pump could affect the overall functionality of the device. Product analysis confirmed a device malfunction with the returned pump.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) pump replaced. Later, the pump was received for evaluation to our post market quality assurance laboratory. It is assumed a surgery had occurred. No other information was provided.